Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported the patient was getting the neurostimulator (ins) and leads explanted today as patient no longer used therapy. It was reported it had not been effective for about the last year. Patient reported the stimulator settings had been adjusted a few times since implant. Patient reported after implant he was receiving effective relief for some time but over the past year he no longer was received relief and did not notice a difference whether stimulation was on or off. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of pli# 10 product ID# 97714 found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They stated that they will pick up devices and will return them. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the patient no longer receiving effective therapy was not determined. No further complications were reported/anticipated.